Event description:
Inbound. Caller reports that pump alarmed no disposable last night when attempting to put cassette on pump, they grabbed another cassette and put it on and it worked infusing for approx 13 hours then this morning it began alarming no disposable again and they had to replace the cassette again. Pt. Mixes cassettes each week a week at a time and no longer has packaging to collect the lot number of the affected cassettes, no further details provided.